Event description:
It was reported that during the implant procedure the r waves were noted to have decreased and the right ventricular lead was confirmed to have displaced. The lead was repositioned and remains in use. Upon attempting to connect the lead to the implantable cardioverter defibrillator (ICD), the physician was unable to screw in the setscrew on the device to connect the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: dtba2qq bi-ventricular implantable cardioverter defibrillator (ICD), (B)(6) 2013. (B)(4).